Event description:
Rptr is both a medical dr and an attorney. He has a client who sustained severe injuries from a retained surgical foreign body with chronic intraabdominal staph epidermidis infection causing loss of her left leg. The device in question is color-coded surgical instrument marking tape which became loose, collected tissue debris harboring bacteria and ultimately fell off a surgical instrument in an operation in 3/93. There was immediate infection with chronic drainage of oyrykebt naterial culturing staph epidermidis and a streptococcus species from abdominal and grain wounds. She was reported for drainage of an intrapelvic abscess/granuloma and at that procedure in 11/93, the surgeon recovered a 2x1 cm fragment of gray to black surgical instrument marking tape, as well as a smaller fragment of similar plastic embedded in dense scar tissue. It is his experience as a surgeon (25 years in neurosurgery) that no adequate warnings have been given by mfrs or distributors to hosps or drs using this medical device to color code surgical instruments, for identification especially durng mass cleaning procedures. He fnds one MFR who warrants on the package "withstands repeated autoclaving." Another MFR distributes gray tape similar to that discovered in his client. Rptr has found two extremely adverse articles in the medical literature which show that this tape can collect tissue and blood debris which evades sterilization by autoclaving and can be the actual source of life threatening infection, as in this case. (*)